Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. The 2.5x18 mm xience skypoint stent delivery system (sds) failed to advance due to it being stuck with an unspecified guide wire. A 2.5x23 mm xience skypoint sds was used to complete the procedure. There were no reported patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection were performed on the returned device. The reported difficult to advance and difficult to remove could not be tested due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficulty advancing/removing the stent delivery system (sds) over the guide wire include, but are not limited to, procedural contaminant buildup in the guide wire lumen, inner diameter of the guide wire lumen, outer diameter of the guide wire, and/or damage to the guide wire lumen or guide wire. In this case, it is unknown what may have caused or contributed to the reported difficulty to advance/remove. Additionally, it is possible that manipulation of the sds during its interaction with the guide wire contributed to the damaged inner member, hypotube, and balloon noted during return analysis; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d4b; updated the serial number from na to (B)(6).

Event description:
It was reported that the procedure was to treat an unspecified lesion. The 2.5x18 mm xience skypoint stent delivery system (sds) failed to advance due to it being stuck with an unspecified guide wire. A 2.5x23 mm xience skypoint sds was used to complete the procedure. There were no reported patient effects and there was no clinically significant delay in the procedure. No additional information was provided. Subsequent to the initially filed report, the following information was provided: the sds became stuck on the guide wire prior to being inserted into the guiding catheter. There were no adverse patient effects and the sds was removed independently. No additional information was provided.